Event description:
It was reported that two days prior to the report, the patient had excruciating pain near the battery location. It was noted the patient ¿had some terrible pain¿ from it and that the pain was so bad, the patient turned it off. The reporter noted the pain location was over the ins location. The patient went to the emergency room and they were thinking it was shingles as it was right there by the battery when he got to the emergency room. The health care professional gave the patient antiviral for shingles and hadn¿t had any trouble since. It was noted the patient had an appointment on the day of the report. The patient turned the stimulation off on (B)(6) 2014 and was not experiencing any pain that he had before. It was noted the patient was unsure if it was the medication or if it was because he turned it off. The reporter noted that even though it was off, the patient felt a little tingle around the implantable neurostimulator (ins) as the patient¿s pants were too tight. There was no known accident or incident related to this complaint. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient. (B)(4).